Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation it was found that a reamer is stuck within the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. However, due to the device being returned unpackaged, we are unable to confirm the reported event.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer, drive shaft had an issue. During a rsa procedure on (B)(6) 2022, the inner reaming assembly was binding up and the entire assembly - outer shaft/handle and drill were locking with the rotation of the drill. No piece broke off, and the procedure was completed with new devices with the same part numbers. This was discovered during use with no impact to the patient.